Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the guide wire was not able to pass through the balloon lumen because it buckled. The iab was replaced. There was no injury or harm to the patient.

Manufacturer narrative:
09/05/2017 (B)(4): the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. The insertion kit was also returned. The guide wire was found to be bent near the middle and could not be used for testing. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the guide wire was not able to pass through the balloon lumen because it buckled. The iab was replaced. There was no injury or harm to the patient.